Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report several lost sensor alerts and a radio frequency failed self-test alarm. The customer's blood glucose level was 95 mg/dl. The customer was informed that they could continue to use the device until the replacement arrived. The product was not returned for analysis.